Event description:
Pt had modified austin bunionectomy with biofix resorbable internal screw fixation, left foot on 4/29/1998. On 5/13/1998, he returned for surgery due to displaced osteotomy, first metatarsal, left foot. Upon exploration, it was found that the screw used for fixation in previous bunionectomy had broken.